Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1616c156ee, serial/lot #: (B)(4), ubd: 10-apr-2024, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 15-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during a chevar procedure .  It was reported 2 days later , the patients left groin wound began leaking after a pressure bandage was removed. A new pressure bandage was required to be reapplied and the event was deemed as resolved the next day. The wound leakage was assessed by the site as not related to the device but casually related to the procedure.  No additional clinical sequalae was provided and the patient is fine.